Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 18.1. Cloud - smartphone hardware iphone11.8. Cloud - cgm sensor type g6.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to less than 70 mg/dl while wearing the pod between 1 and 4 hours. The patient reports having passed out and gone into a diabetic coma. The patient was taken by ambulance to the hospital. While in the ambulance the patient was treated with glucagon. Treatment information from the hospital was not provided. The patient was discharged from the hospital after 8 days.